Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the carelink monitor would not power up. A new monitor was sent to the patient. No patient complications have been reported as a result of this event.

Event description:
It was reported that the carelink monitor would not power up. A new monitor was sent to the patient. No patient complications have been reported as a result of this event. The remote monitor was returned to the manufacturer. It was analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis was unable to confirm the customer comment and the device passed visual and functional testing. Analysis did find that the transistor was defective.